Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, multiple measurements of low impedance since implant were noted on the right atrial lead. In clinic impedance measurements were normal. All other electrical measurements were good. The physician elected to take no action at this time as the low impedance measurement was occasional. The patient's condition was stable and would continue to be monitored.